Event description:
It was reported that a customer experienced an unexpected shutdown of their tandem mobi pump and received a "pump connection lost" message on the mobile app. There was no adverse impact to the customer's blood glucose level. The customer was able to reconnect their pump to the mobile app after placing it on the charging pad to turn it back on. Although customer technical support informed the customer about the safety features and advised on troubleshooting steps, the customer decided to replace the pump with a different model, declining further assistance from technical support. A return for credit request was initially created but ultimately canceled after further log review justified an in-warranty replacement without pursuing additional troubleshooting.